Manufacturer narrative:
Neuro stimulator model 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: unknown; lead model 377845, lot # v298603027, implanted: (B)(6) 2009, explanted: unknown; lead model 377845, lot # v313951019, implanted: (B)(6) 2009, explanted: unknown; lead model 377845, lot # v332698022, implanted: (B)(6) 2009, explanted: unknown; lead model 377845, lot # v365408011, implanted: (B)(6) 2009, explanted: unknown; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; programmer model 37743, serial # (B)(4); accessory model 37752, serial # (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate resulted in a power-on- reset being displayed on the implantable neuro stimulator recharger, which then led to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.